Event description:
It was reported, the patient underwent MRI scan in (B)(6). During follow up after the MRI scan, all values appeared normal except the patient notifier failed to vibrate when tested. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.